Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. According to the csr's documentation, the patient does not manage his diabetes with oral medication or insulin, however, he reportedly continued with his usual diabetes management routine. As a result of the alleged power issue, the patient claimed he developed a symptom of shaking one or two days later. The patient, however, denied receiving any form of medical intervention/treatment after the alleged power issue occurred. According to the csr's documentation, the patient is using the subject meter for the first time, there was no misuse of the lfs product, and the patient is using the correct test strips. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.